Event description:
It was reported that the 9800 system lost stored pt images. No pt injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was treated and found to be working as intended and put back into service.